Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the cutting wire of the autotome rx broke off. The cutting wire was still attached but the other end broke off. It was reported that there was a part of the cutting wire detached and fell into the patient, which successfully retrieved. It was unknown what device was used to retrieve the detached piece. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of cutting wire broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire detached from the anchor, but the anchor was still inside the catheter. The device was observed under magnification and found the working length torn from the end of the rx channel to the tip. The distal tip components were inspected under x-ray, and found evidence of lack of soldering between the cutting wire and the anchor. No other problems with the device were noted. The reported event of cutting wire break was not confirmed; however, upon analysis, it was found that the cutting wire was detached from the anchor. It was found that the working length was torn from the end of the rx channel to the tip, which is typically caused when the user pulls or removes the guidewire through the c-channel. It is also possible that the technique used during loading/removing the guidewire into the device could cause the catheter to tear. X-ray images revealed a lack of solder between the cutting wire and the anchor. Based on all available information, the most probable root cause of the event is manufacturing deficiency, since the problems were traced to manufacturing process. An investigation to address this problem has been initiated. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the cutting wire of the autotome rx broke off. The cutting wire was still attached but the other end broke off. It was reported that there was a part of the cutting wire detached and fell into the patient, which successfully retrieved. It was unknown what device was used to retrieve the detached piece. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.